Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i access immunoassay system generated false low sodium (na), potassium (k), chloride (cl), and/or calcium (calc) results on eight (8) patient samples. The false results were reported out of the laboratory. The samples were rerun on an alternate dxc instrument in the laboratory and amended reports were submitted. The results provided by the customer are shown in the attachment section of this report. The customer stated that one (1) outpatient out of the eight (8) patients was sent to the emergency room (ER) based on the low na result. The customer was administered na in the e.r. The patient was not admitted, as the report was amended and physician notified while the patient was in the ER. The patient was not admitted to the hospital, as the report was amended and physician notified. It is unknown which one (1) out of the eight (8) patients was administered na. Patient #1 and #3 appear to be the only outpatient samples; the remaining samples appear to be from the e.r. MDR 2050012-2013-00657 documents the remaining seven (7) patients that had no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) prior to and after the event was within laboratory established ranges. The calibration later failed on the day of the event. Sample collection and method of analysis was not provided by the customer. The fse decontaminated the ion selective electrode (ise) module, replaced the sample probe, the carbon bridge, and the na electrodes. Instrument performance was verified. A definitive failure mode was unconfirmed. Service decontaminated and replaced parts, any of which could have caused or contributed to the event. MDR 2050012-2013-00657 is related to this report.